Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: ¿check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during fill tubing, no drops of insulin were seen out of the end of the tubing. The customer disconnected/reconnected the luer lock connection, filled tubing, and saw drops of insulin out of the tubing. Additionally it was reported that there was a large air bubble in the patient line. Recommendation was made by tandem's technical support to prime the tubing until air was removed. The customer's blood glucose level was 212 mg/dl.